Event description:
It was reported that the device had high pressure alarm failure (no whistle) and felt-off air supply connector. There were no patient harm or adverse effects reported as aa result of this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified no similar events. The customer problem could not be confirmed. The root cause of the issue was unknown. No actions were taken to correct the issue as the device had passed all performance verification tests.